Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 10 mm, 30° had broken and damaged components. The issue was found during preparation for use for an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a damaged eyepiece, an outer tube dent, bad, or lost light transmission and broken fibers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.